Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the event was resolved; the patient had a new pump. It was also noted that no further actions or interventions were taken to resolve the issue of the drug residue found in the pump pocket.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731, product type: catheter.

Event description:
Additional information received from a foreign manufacturer representative indicated the patient received hydromorphone (25mg/ml).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen via an implantable pump. It was reported that upon routine replacement due to end of life (eol) when entering the pocket where the old pump was placed, the hcp noticed a lot of crystallized drug residue in the pocket and on the pump, particularly around the pump connection to the catheter. This could have possibly been an issue with the pump/catheter connection, a catheter leak, a problem with the pump, or simply a pump miss fill as it has been stated that this pump was particularly hard for some hcps to fill. The hcp just wanted the pump examined to see if all was working okay. It was noted that the estimates of remaining volume on filling were getting less accurate. It was not known if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved. The patient status was alive ¿ no injury. There were no reported symptoms.

Manufacturer narrative:
Analysis of the pump (B)(4) found fluid path leaking from the outlet port due to a damaged o-ring. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.